Event description:
The customer reported to olympus, the colonovideoscope had an e216 error code (scope communication error). The issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device with no delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: residue and foreign material from sub water supply channel, and possible insufficient or incorrect reprocessing of scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e216 error code (scope communication error) was not confirmed. The device evaluation found the following reportable findings: residue and foreign material from sub water supply channel, and possible insufficient or incorrect reprocessing of scope. Non-reportable findings were: the insulation resistance value of distal end was out of standards due to the scratch on plastic distal end cover, the focus could not be transferred to near point due to the broken charged coupled device unit (e204 error code), light guide bundle was abnormal, light guide lens was broken, bending section cover adhesive was broken, coating on the connecting tube is peeled off, connecting tube protector was broken, scope connector was corroded, scope connector cover unit had stain, angulation in the up direction was out of standards due to the worn angle-wire, waterproof failure due to the deformed scope connector cover unit, the water supply quantity was out of standards due to the deformed nozzle, and objective lens had scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. In addition, the following information was obtained: the device was reprocessed at client side before arriving service business center, the device wasn't used to a patient with foreign material attached. Inspection of the device prior to the procedure was performed and the device was appropriately precleaned without any delay after the procedure without any abnormality to the reprocessing accessories. The manual cleaning was performed within an hour after the procedure, it was appropriately rinsed before manual disinfection. It is unknown if all scope channels connected with tubes when the scope was setting up into the automatic endoscope preprocessor and if the auxiliary water channel flushed with water by using the flushing pump or manual. Based on the results of the investigation, it is not possible to establish the root cause as no deviations were found during reprocessing. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed. The event can be detected by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.